Event description:
Customer called reporting large discrepancies in his sensor glucose readings and blood glucose levels. He treats his blood glucose based on his sensor readings. Customer was advised that sensors are not meant to replace finger sticks for treating blood glucose. Customer also reported a calibration error. He tried calibrating at when he blood glucose was at 420 mg/dl, and then at 350 mg/dl after receiving insulin. He received a calibration error. The sensor was inserted last week, and customer works in a very humid area, making it difficult to take finger sticks. Customer declined trouble shooting and said he ate and did not treat with insulin based on the low sensor reading. Customer was advised again that he should not use sensors for blood glucose treatment. Customer stated he need sensors for his lifestyle. He said he would change his sensor and call back if the issue persists. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.